Manufacturer narrative:
The technician found the side rail latch plate pivot bolt is broken inside the side rail weldment. The most likely cause would force such as side rail was into an object during transport. The technician replaced the side rail weldment to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the side rail is not latching. The stretcher was located on the third floor at the facility. There was no pt/user injury reported. (B)(4).